Event description:
The pt developed eye pain and decreased vision in the left eye due to suspected endophthalmitis. The lens was removed and replaced. A vitreous operation was also performed. The pt was treated with antibiotics and the infection was resolved. The physician has indicated it is unlikely that the event was caused by the iol; however, the cause has not yet been identified.